Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. The patient's past medical history included high cholesterol, hypothyroidism, anxiety disorder, arthritis, and depression. The patient's concomitant medications included ergocalciferol, gabapentin 300mg and 600mg, ketorolac 10mg, modafinil 200mg, omeprazole 20mg, sertraline 50mg, synthroid 25mcg, and tramadol 50 mg. It was reported the patient experienced pain. The pain was in the shoulder then the "entire body" per the patient. The physician did not believe the catheter was totally dislodged. The patient had no withdrawal symptoms. The cause of the pain was noted as an "end of life" pain pump. The pump was replaced. The pain had resolved. The patient was to see the pain physician in may 2015 for a refill. The pain was noted as resolved. The patient was under his care since. On (B)(6) 2015 was the last post-op visit with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.